Event description:
A fiber leak was noted immediately after the initiation of dialysis treatment. The leak was identified by the leak detector on the dialysis machine. The dialyzer was discarded and the treatment was successfully completed using another dialyzer. The blood loss due to change out of dialyzer circuit was reported to be approximately 250-cc. The involved pt is reported to be fine and did not require any medical intervention.